Event description:
It was reported that during a splenic cystectomy, the tissue pad of the instrument melted and then fell into the patient. There was also a burning smell noticable in the room. They were able to retrieve the tissue pad from the patient and completed the procedure with no patient consequence with another device. No additional details were known.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. No conclusion can be reach on why the message was displayed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.